Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen fractured after the patient fell, rendering the device nonfunctional and no longer watertight, and a replacement device was provided with return instructions. Symptoms included no injury related to the broken glass. Outcomes included interruption of insulin delivery and the need to transition to backup therapy as directed by a healthcare professional. Investigation included customer interview and review of provided damage photographs. Investigation of this case revealed physical damage to the display consistent with accidental impact and no indication of device malfunction prior to the event. It was concluded that the event resulted from accidental damage, not a manufacturing defect, and that user counseling on device setup, data syncing, and water exposure precautions was appropriate.